Event description:
Reportedly, there is ventricular oversensing that triggered a 2,3-second pause and inhibited ventricular pacing.

Manufacturer narrative:
The review of data provided confirmed the reported issue: a non-sustained episode presenting with ventricular oversensing has been recorded on (B)(6) 2025, triggering a 2.3-second ventricular pause. The subject device ulys dr 2540 s/n (B)(6) has been implanted on (B)(6) 2025 and was connected to the subject invicta lead s/n (B)(6). The remote monitoring data from (B)(6) 2025 showed normal and stable electrical measurements. 228 vf waves were recorded for 18 months and less than 20% have amplitude from 0,4 mv to 0,8 mv. This corresponds to 45 waves of ventricular oversensing over 18 months. One non-sustained episode has been recorded since (B)(6) 2025: the fast rhythm recorded on (B)(6) 2025 shows non-physiological signal and is mostly related to myopotentials and the ventricular pause lasted for 2,3 seconds. The x-ray provided was taken on the day of the implantation and shows that the subject lead is positioned close to the diaphragm. The positioning of the subject lead may increase the risk of the detection of myopotentials. Based on the available data, the following programming is suggested: - programming of the ventricular sensitivity from 0,4 mv to 0,6 mv no malfunction is suspected on the subject device ulys dr 2540 s/n (B)(6). No malfunction is suspected on the subject lead invicta 1cr58 s/n (B)(6). This case is retained and utilized for trending purposes.